Event description:
It was reported that the ilet screen exhibited delamination, with no impact on blood glucose and the patient continuing to use the device until a replacement was received, consistent with a hardware screen issue and device component degradation of the display assembly. Symptoms included no adverse clinical effects. Outcomes included no functional loss related to glycemic control and successful receipt and setup of a replacement device. Investigation included collection of device history and service information with receipt and inspection of the returned device. Investigation of this case revealed a confirmed screen delamination consistent with a cosmetic and functional display defect, while core therapeutic functionality remained intact. It was concluded, based on previously established findings for similar reports, that the cause was component wear or manufacturing-related display adhesion failure.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.